Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt385 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation as the healthcare facility advised it was discarded. Our evaluation is therefore based on the information, photographs and video provided by the healthcare facility, and our knowledge of the product. Results: a review of the photographs and the video provided by the healthcare facility revealed that water was leaking from the subject mr290v vented autofeed humidification chamber. Conclusion: without the return of the subject device, we are unable to confirm or determine the cause of the reported event. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completed of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the rt385 adult dual heated evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor on behalf of a healthcare facility in china reported that an mr290v autofeed humidification chamber, provided as a part of an rt385 adult dual-heated evaqua2 breathing circuit was found leaking from the chamber dome. There was no patient involvement.

Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in china reported that an mr290v autofeed humidification chamber, provided as a part of an rt385 adult dual-heated evaqua2 breathing circuit was found leaking from the chamber dome. There was no patient involvement.